Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the sgc from the stabilizer. Troubleshooting was preformed and it required significant force to remove the sgc from the stabilizer. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. Due to a right to left shunt, it was decided to close the iatarogenic atrial septal defect with a 10mm amplatzer septal occluder and 9f amplatzer trevisio delivery system. During implant, the occluder deformed into a cobra shape. The device was removed and replaced with another 10mm amplatzer septal occluder.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the sgc from the stabilizer. Troubleshooting was preformed and it required significant force to remove the sgc from the stabilizer. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. Due to a right to left shunt from the mitraclip procedure, it was decided to close the iatarogenic atrial septal defect with a 10mm amplatzer septal occluder and 9f amplatzer trevisio delivery system. During implant, the occluder deformed into a cobra shape. The device was removed and replaced with another 10mm amplatzer septal occluder which also experienced a cobra deformation. A third amplatzer septal occluder was then implanted without issue.